Manufacturer narrative:
No product was returned for evaluation. The device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the pseudoaneurysm could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions that an av fistula or pseudoaneurysm are possible risks or situations associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported following a percutaneous procedure, a 6f angio-seal evolution was used to seal the common femoral arteriotomy. The patient was discharged home but returned later with groin pain. The patient underwent an interventional radiology (ir) procedure, where a pseudoaneurysm was found at the site of the evolution deployment. No treatment was done to the pseudoaneurysm and the patient was sent home with instructions to return to the hospital if it got worse. The patient's condition was reported to be good. The deployer was in the angio-seal evolution training process with the st. Jude medical representative present during deployment.